Event description:
It was reported that this right atrial (ra) lead and pacemaker exhibited high pacing impedance measurements greater than 3,000 ohms and oversensing of noise. The noise was felt to be consistent with oversensing related to the minute ventilation feature. The physician plans to continue monitoring the patient through the remote home monitoring system at this time. No adverse patient effects were reported. This product remains implanted and in service.